Event description:
It was reported that vns patient previously needed surgery due to the "vns coming up through her skin." No other information was provided. This was reported when the patient indicated that she was in the hospital due to an earache and increased seizures as reported in manufacturer report # 1644487-2012-03034. No other information was provided. Attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient may have had fall trauma that contributed to the protrusion, but this was uncertain. The patient is very thin, so the vns generator was visible beneath the skin. It was felt the patient's thinness contributed to the protrusion. The patient had repositioning surgery on (B)(6) 2012. The surgeon noted the generator was protruding up against the chest vns incision in such a way that it would have likely extruded through the skin incision if surgery was not done. During surgery, the generator was noted to be secured with a silk suture. There was no indication any infection was occurring. The surgeon created a new, deeper pocket to reposition the generator in to help protect it as the patient was so thin. The generator was again securely attached in the new pocket. No new devices were implanted. The patient's incision is healing well and there have been no issues with the incision since the surgery. The patient was last seen in (B)(6) 2012 and the incision was healing well.